Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy0087 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the stylet was intact prior to insertion, zero complications during insertion, zero resistance, zero force needed, no complications. Upon removal of stylet it was noted to have cracked in the 1st cm of distal stylet.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged stylet was confirmed but the exact cause remains unknown. One 3cg stylet t-lock assembly was provided for evaluation. The catheter was not returned. A kink in the polyimide tubing was observed approximately 7 mm from the distal end. The stylet was intact with no breaks in the wire or tubing. A slight curve was present on the stylet proximal to the kink; however, no additional significant kinks or bends were observed. The stylet was cut near the kink location in order to measure the polyimide tubing wall thickness. The wall thickness was found to be within manufacturing specification. Based on the condition of the returned sample, possible contributing factors include extension of stylet beyond catheter and advancement against resistance. Since a kink was observed to be present near the distal end of the stylet, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of redy0087 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the stylet was intact prior to insertion, zero complications during insertion, zero resistance, zero force needed, no complications. Upon removal of stylet it was noted to have cracked in the 1st cm of distal stylet.